Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. No product returned from user facility. MFR results - customer complaint could not be confirmed. MFR conclusions - no conclusion can be drawn.

Event description:
A 3.8 inr with unspecified clinic system vs 3.9 inr with unspecified lab system. Pt meds withheld. One day later, 2.7 inr with protime system, meds adjusted. Two days later, 3.5 inr with same unspecified clinic system. One hour later, 2.7 inr with protime system. Pt therapeutic inr range 2.0-3.0. No report of adverse event, serious injury, or interventions.